Event description:
It was reported that loss of capture was observed on the right atrial (ra) lead. The patient had a pocket infection observed on the ra lead, the right ventricular (rv) lead, and the device. During revision, lack of lead slack was observed on the ra lead. The ra lead, rv lead, and device were explanted and replaced by a leadless pacemaker to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.